Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad unresponsive, missing segment partial display and number scrolling due to blank display noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the pump screen was out and had scratches. The customer states the keypad was unresponsive. The customer states there were partial display issues. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.